Event description:
During a coronary drug eluting stenting treatment procedure, the stent had a damaged tip. During introduction of the 2.5x20mm taxus express2 drug eluting stent into a 6fr viking guide catheter stent tip damage was noticed. The stent was unable to pass thru the guide catheter, this occured outside the pt. The procedure was completed with another taxus express2 stent of the same size. No pt complications reported. Pt condition was reproted as "okay".